Event description:
The facility alleges the device in use was a keepsafe fall monitor and bed pad. The facility alleges on the day of the event at 9pm the roommate called out to the nurse station to inform them the patient had fallen. The patient was found on the floor with injury to the eye. The facility states, the patient was transferred to a medical facility for treatment and surgical procedure. The facility alleges, the patient is now blind as a result of the injury. Facility alleges the bed monitor did not alarm when patient was removed from bed.

Event description:
The facility alleges the device in use was a keepsafe fall monitor and bed pad. The facility alleges on the day of the event at 9pm the roommate called out to the nurse station to inform them the patient had fallen. The patient was found on the floor with injury to the eye. The facility states, the patient was transferred to a medical facility for treatment and surgical procedure. The facility alleges, the patient is now blind as a result of the injury. Facility alleges the bed monitor did not alarm when patient was removed from bed.